Manufacturer narrative:
The event was reported to have occurred on an unreported date in early (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose, duration and frequency were not reported) for treatment. At the time of this report, the patient has recovered from the event and action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.